Event description:
Boston scientific received information that this product was part of a system revision due to hematoma and the possibility of infection. The physician opted to clean the pocket. Blood cultures were done and the plan was to place a new device after the treatment is done. The patient is not pacer dependent. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.